Manufacturer narrative:
(B)(4). All available information was investigated and the reported sleeve steering issue was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This report is submitted to report the atypical clip movement which has the potential to cause or contribute to tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, while steering the cds to the mitral valve with the m-knob, the cds would steer up, in unintended direction. The p knob was used to steer down, in unintended direction. The clip was implanted, reducing the mr to a grade of 1. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.